Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown; therefore the device history records and complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/24186469 . This report will be amended when our investigation is complete.

Event description:
It is reported that three patients with modular neck components underwent revision due to corrosion. All of these cases occured at the head-neck junction in 36mm femoral heads. Among the three modular cases, one used a standard offset neck, one used a straight extended neck, and one used an anteverted extended neck. The modular stems were revised to a new head-neck junction and ceramic head.